Event description:
A malfunction alarm was reported with a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on returning the faulty pump, ensuring no interruption in insulin delivery with backup therapy. The customer was advised on programming and connecting their continuous glucose monitor to the new pump.